Manufacturer narrative:
Investigation summary: this complaint reports that after an oasis drain (p/n 3600-100, l/n 505065) was set up and left on suction, the water in the air leak detection chamber had risen up and spilled into the bellows chamber. They stated that the bellows were no longer inflating and the wall suction no longer seemed to be working. No pictures were provided. No additional information could be provided upon request. The drain was returned for evaluation. There were about 4ml of fluid in the first column of the collection chamber and the top of the fluid was marked. There was no sign of drained fluid in any of the other chambers. The water seal chamber was filled to just under the 2cm line with blue tinted water. There was no sign of any fluid in the bellows chamber. The drain was sanitized and set up on wall suction, per the IFU. The bellows functioned normally and there was no sign of water moving from the water seal into the bellows chamber. The drain appeared to function as intended. A DHR review was completed and no anomalies in manufacturing were identified. The IFU provides adequate instructions for use of the device. It is unlikely this complaint could occur if the setup instructions are followed. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found no similar complaints. A recurring lot number report was completed for lot 505065 which did not identify any other complaints involving this lot. A review of crs/capas found none related to this complaint. Neither the complaint nor a device nonconformance can be confirmed. The root-cause of this complaint is impossible to define.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Distributor complaint icare# (B)(4)- leaking chest tube - complaint received through customer service stating: "after 0400 cares and reposition, water in air leak (c) section of chest tube chamber had risen to top of water seal chamber (b) and spilled over into suction monitor bellows (e). Additionally bellows no longer inflated and suction from wall not working. Entire chest tube chamber replaced and issue resolved. No change in patient status and pt continues to have clear and equal chest sounds."